Event description:
It was reported that during a total colectomy procedure, the device's cartridge popped off during the initial firing. This caused an incomplete staple line and some bleeding. The same device was reloaded and corrected the problem and stopped the bleeding. The patient did not require any blood products. Another like device was used to complete the case. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 07/21/2008. Info anticipated, but unavailable at this time.